Event description:
It was reported, the pt did not have pain relief after dilaudid was increased 20%. A couple weeks prior to the drug increase, pt had severe pain and was hospitalized for 5 days. Pt reported, the doctor believed pt might have "twisted in an odd way." Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)